Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead dislodged during the implant procedure while the physician was slitting the delivery catheter. The physician chose to remove the lead and utilize a different lead in a different vessel branch. It was noted the patient is currently enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.